Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n311508, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
At the pump refill visit on (B)(6) 2014, it was found that the pump wasn¿t working. They pulled out 18 ml when it had previously been refilled with 20 ml. The patient was told that they would need to replace the pump and she was put on oral medications. At the time of this report, the replacement was being held up due to insurance issues. On (B)(6) 2015, it was reported that the patient started hearing a single-toned alarm last thursday ((B)(6) 2015) and then on sunday ((B)(6) 2015), it sounded more like a siren. The patient was having pain that was triple of what she normally experienced and she felt sick to her stomach. The device system was delivering bupivacaine and dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.